Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. A device history record (DHR) review was unable to performed as the serial number of the leadless pacemaker is not known. Further information was requested but not received.

Event description:
It was reported through is leadless pacemaker always the best option before transcatheter tricuspid valve replacement?. The patient experienced tricuspid valve regurgitation and the leadless pacemaker was explanted and replaced to resolve the event. Details are listed in the article titled "is leadless pacemaker always the best option before transcatheter tricuspid valve replacement?". Patient information was not provided.